Manufacturer narrative:
Review of programming history.

Event description:
During review of programming history, it was noted that two faulted system diagnostic tests took place on (B)(6) 2010 that altered the patient's settings. Some parameters were not corrected at the time of the event. No adverse events have been reported as a result of this.